Event description:
Pt had continuous eeg [electroencephalogram] connect to head via various electrodes. Upon removal of electrodes burns were noted under two of the electrodes. One on the right forehead and one on the left temporal region. Two device related injuries. It seems like this was in relation to the device or the application itself.